Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that during the use of a multi-lumen access catheter (mac) ak-11142 in the pts' internal jugular, they used a 7.5 fr swan ganz catheter. They removed the 7.5 fr swan ganz catheter and replaced it with a 7fr catheter. They inserted the catheter all the way into the hub and they were able to aspirate air out of the medial and proximal lumens and blood out of the distal lumen. Add'l info received on (B)(6) 2011 from the sales rep stated the physician put a single lumen infusion catheter (slic) in and was able to use the lumen without incident.